Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain with movement") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain and cramping"), dyspareunia ("pain with intercourse"), libido decreased ("reduced libido"), micturition urgency ("urinary urgency") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive"), alopecia ("hair loss"), dysuria ("painful urination") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, libido decreased, micturition urgency, vaginal discharge, hypersensitivity, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, allergy to metals, fatigue, gastrointestinal disorder, alopecia, dysuria and nausea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, infection, libido decreased, micturition urgency, migraine, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no results provided. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical records received: reporter information, patient details, product information, events- allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), infection, bladder problems, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), nickel allergy, fatigue, gastrointestinal or digestive, hair loss, painful urination were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain with movement/pain/pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2013. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (flovent) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain and cramping"), dyspareunia ("pain with intercourse"), libido decreased ("reduced libido"), micturition urgency ("urinary urgency"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems/bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems/changes"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), allergy to metals ("nickel allergy/nickel allergy"), fatigue ("fatigue/fatigue"), gastrointestinal disorder ("gastrointestinal or digestive/gastrointestinal or digestive system condition-type:"), alopecia ("hair loss/hair loss") and nausea ("nausea/nausea"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dysuria ("painful urination") and pain ("constant stabbing feeling"). The patient was treated with testosterone and surgery (hysterectomy partial with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, libido decreased, micturition urgency, vaginal discharge, hypersensitivity, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, allergy to metals, fatigue, gastrointestinal disorder, alopecia, dysuria and nausea outcome was unknown and the pain was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, infection, libido decreased, micturition urgency, migraine, nausea, pain, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: not provided; on (B)(6) 2013: no results provided urinalysis, urine culture, vaginitis screen, pelvic ultrasound was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event per pfs: constant stabbing feeling was added. Patient's concomitant medications were added. Laboratory data was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain with movement/pain/pelvic pain/constant stabbing feeling") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2013. Concomitant products included cetirizine hydrochloride, fluticasone propionate (flovent) and salbutamol (albuterol). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain and cramping"), dyspareunia ("pain with intercourse"), libido decreased ("reduced libido"), micturition urgency ("urinary urgency"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems/bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems/changes"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), gastrointestinal disorder ("gastrointestinal or digestive/gastrointestinal or digestive system condition-type:") and alopecia ("hair loss/hair loss"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal infection ("infection :vaginal infection"). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy/nickel allergy"), fatigue ("fatigue/fatigue") and nausea ("nausea/nausea"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dysuria ("painful urination/ burning urination/ hesitancy"), pain ("constant stabbing feeling"), urinary retention ("inability to urinate/ incomplete emptying of bladder") and urinary hesitation ("hesitancy urine"). The patient was treated with testosterone and surgery (hysterectomy partial with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and pain was resolving and the abdominal pain lower, dyspareunia, libido decreased, micturition urgency, vaginal discharge, hypersensitivity, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, allergy to metals, fatigue, gastrointestinal disorder, alopecia, dysuria, nausea, urinary retention and urinary hesitation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, libido decreased, micturition urgency, migraine, nausea, pain, pelvic pain, urinary hesitation, urinary retention, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had tubal ligation in (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: not provided; on (B)(6)2013: results: no results provided. Ultrasound scan vagina - on (B)(6)2013: ultrasound demonstrates essure plugs in the proximal tubes. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Previously reported event "infection" pt updated to "vaginal infection", lab data added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain with movement/pain/pelvic pain/constant stabbing feeling") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2013. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (flovent) and salbutamol (albuterol). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain and cramping"), dyspareunia ("pain with intercourse"), libido decreased ("reduced libido"), micturition urgency ("urinary urgency"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems/bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems/changes"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), allergy to metals ("nickel allergy/nickel allergy"), gastrointestinal disorder ("gastrointestinal or digestive/gastrointestinal or digestive system condition-type:"), alopecia ("hair loss/hair loss") and nausea ("nausea/nausea"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue/fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dysuria ("painful urination/ burning urination/ hesitancy"), pain ("constant stabbing feeling"), urinary retention ("inability to urinate/ incomplete emptying of bladder") and urinary hesitation ("hesitancy urine"). The patient was treated with testosterone and surgery (hysterectomy partial with bilateral salpingectomy). Essure was removed on 30-dec-2013. At the time of the report, the pelvic pain and pain was resolving and the abdominal pain lower, dyspareunia, libido decreased, micturition urgency, vaginal discharge, hypersensitivity, female sexual dysfunction, infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, allergy to metals, fatigue, gastrointestinal disorder, alopecia, dysuria, nausea, urinary retention and urinary hesitation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, infection, libido decreased, micturition urgency, migraine, nausea, pain, pelvic pain, urinary hesitation, urinary retention, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: not provided; on (B)(6) 2013: no results provided urinalysis, urine culture, vaginitis screen, pelvic ultrasound was performed. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Events were clubbed with previously added events. Event: inability to urinate/ incomplete emptying of bladder and hesitancy urine were newly added. Outcome of event pelvic pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain with movement") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain and cramping"), dyspareunia ("pain with intercourse"), libido decreased ("reduced libido"), micturition urgency ("urinary urgency") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, libido decreased, micturition urgency and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, libido decreased, micturition urgency, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no results provided incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.